Event description:
A report was received regarding the removal of an lcp wrist fusion plate and 8 screws, 2 of which were broken and one screw was not engaged with the plate, as evidenced by x-ray. The initial implant took place (B)(6) 2012. Subsequently, the patient was diagnosed with a non-union of the wrist fracture. On (B)(6) 2012, the surgeon explanted the plate and screws and replaced them with new a plate and screws. This is report #3 of 9 for the same event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.